Event description:
It was reported that on (B)(6) 2020, the ICU nurse tried to replace the disposable sterile urinary catheter for the patient and discovered that the saline in the balloon could not be extracted from the interface of the urinary catheter, causing the catheter to be unable to be removed from the urethra. After cutting off the catheter, the nurse found that no normal saline was discharged. Finally, a guide wire in the sterile nasal gastrointestinal tube in the department was inserted into the catheter body, punctured the balloon filled with normal saline, and discharged into the balloon. The urinary catheter was pulled out smoothly. If the urinary catheter cannot be pulled out using this method, other measures are needed to assist the catheterization, which may cause secondary harm to the patient. Note: a single-use sterile urinary catheter with batch number mycnr981 was purchased on april 4, 2019, and 40 pieces were purchased, and 1 adverse event occurred. The fluid injected into the balloon is normal saline, and the injection volume is 15ml. This disposable sterile urinary catheter will stay in the patient for 14 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: do not use petroleum substrate lubricants with the latex based urethral catheters, such as petroleum jelly and labe liquid paraffin which will damage latex and burst balloon. Water soluble lubricants can be used. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that on (B)(6) 2020, the ICU nurse tried to replace the disposable sterile urinary catheter for the patient and discovered that the saline in the balloon could not be extracted from the interface of the urinary catheter, causing the catheter to be unable to be removed from the urethra. After cutting off the catheter, the nurse found that no normal saline was discharged. Finally, a guide wire in the sterile nasal gastrointestinal tube in the department was inserted into the catheter body, punctured the balloon filled with normal saline, and discharged into the balloon. The urinary catheter was pulled out smoothly. If the urinary catheter cannot be pulled out using this method, other measures are needed to assist the catheterization, which may cause secondary harm to the patient.